Event description:
The information indicates that this is an inquiry. No further investigation is needed. Confirmation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). 3004753838-2025-190169 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR .it was determined this complaint is not reportable per corpft-140202